Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during bolus. Customer's blood glucose was unknown mg/dl. The customer stated that they used several quick set, reservoirs but the alarm occurs when delivery a bolus. After troubleshooting was done, customer was advised to call back when anomaly persists.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.